Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system. Customer's blood glucose was 89 mg/dl. Insulin was reportedly squirting out during manual priming process. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out. Customer did not recall if she pressed the cap while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.